Event description:
During blood collection, nurse tried to open closure for transferring blood using thumb and index finger. Tube did not open, but broke around the tube stopper. Nurse was cut requiring stitches. Account states there was no exposure to source blood.